Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. Explant of the device was planned. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: b1: field should reflect malfunction. Correction: d5: field should reflect health professional.

Event description:
New information received notes that the patient condition was stable. Further intervention was not yet scheduled.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. The patient was stable throughout.